Manufacturer narrative:
Technician found the head section would stay in raised position due to worn gas springs. Replaced the gas springs to resolve this issue.

Event description:
Account stated stretchers head section would stay in raised position. No injury reported.